Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the trial procedure was abandoned due to the patient having a reaction to the anesthesia which caused them to vomit and move. The procedure was re-attempted using local anesthesia however the physician missed the epidural space. When reattempting local anesthesia the patient declined to continue due to pain.